Event description:
Immediate severe fibrous capsular contractures after bilateral subcutaneous mastectomy and reconstruction with silicone gel breast implants. Within 3 weeks after surgery. Implants "shut down" on the medial aspect and also superiorly causing severe contractures and pain. Not symmetrical, severe deformity. Surgical release of spherical fibrous contracture necessary. Devices were ruptured. New implant re-insterted.